Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the company injectors after being sterilized, was used for the first time, were found to have a very hard plunger that did not move easily and the screw did not turn, so they proceeded to change the injector. She also mentioned that a similar case had occurred the previous day with a second injector (which had already been used more than once). After being sterilized, it became hard both in the plunger and in the turning of the screw. The batch of both injectors was the same. The reporter indicated that they had experience using the injectors and that when something similar had happened in the past, they would leave the injectors submerged in water overnight to remove any viscoelastic residue. However, in the second case, there was no improvement, and in the first case, they did so after the failure, but there was still no improvement. Additional information was received stating that the issue with the first injector occurred on (B)(6) and with the second injector on (B)(6). The plunger of the second injector turned easily, but the tip of the plunger did not adequately push the lens inside the cartridge. The reporter said that this injector, intended for first-time use, was hard, so she placed it in hot water, after which the plunger moved. It was then sterilized, and during surgery, the scrub nurse noticed that the tip of the plunger passed under the folded lens inside the cartridge. As a result, she proceeded to use a new injector to continue the surgery. There was no contact between the patient and the damaged injectors, so no harm occurred, and the procedure was completed on the same day after the injector was changed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report that the injector did not turn easily causing the tip of the plunger to inadequately push the lens inside the cartridge; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent complaint were reviewed by the investigation site. Image 1/2: each photo shows a company injector that is not fully threaded. The reported issue could not be confirmed from the photo review. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).